Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure sensor autozero failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) documented that the customer was in the process of repairing the v60 ventilator that has a "proximal pressure sensor autozero failed" alarm on screen when cycling. It was reported that the flow sensor assembly and solenoids were replaced, but the problem reoccurred. It was also reported that a complete gas deliver system (gds) assembly was replaced, and problem persisted. The tubing was checked and observed as correct. The rse recommended replacing the da-mc cable and to also check the ports on the right side of the device for any possible blockage. It was reported that the operations manager requested the remote service engineer (rse) to assist with additional troubleshooting. It was suggested to replace the gas delivery system (gds), but the same issue was occurring. It was reported that the device was due for preventative maintenance (pm) service and the flows were off. The customer replaced the flow sensor assembly, and everything passed successfully. The device then came back to biomed after a short time and had a check vent proximal sensor autozero failed. It was noted that error code 110b was in the significant logs. The biomed claimed that they tried a new gds, but same issue occurred. It was then recommended to have the gds replaced by philips as an out of box failure. The customer installed a new gds and the issue was resolved.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16869.